Event description:
Customer stated that during a total knee revision procedure, the product started operating automatically without activation. They completed the procedure with the same handpiece. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The handpiece was received by the MFR, however, the complaint could not be replicated. Internal components were evaluated and it was discovered that the rotor was corroded.